Event description:
During a vats procedure, the cartridge was not fired integrity, meaning one staple was not fired and another staple was not formed. Changed to hand-sewing. The patient was fine after or. Or time was extended for more than one hour.